Event description:
On (B)(6) 2014, conmed received a medwatch report #0700060000-2014-8011 along with a letter request for information referenced this reported incident the FDA received from the end user facility. The user facility reported that the patient underwent a robotic-assisted total laparoscopic hysterectomy procedure that was performed on (B)(6) 2014. As reported on the user medwatch report, the v-care uterine manipulator was used to remove the uterus. The v-care uterine manipulator was inserted into the uterus and inflated. When the manipulator had captured the specimen and as the surgeon was pulling it out of the vagina, the device got separated and presumably the cervical cup along with the specimen remained in the patient. The specimen was able to be grasped with a tenaculum and safely removed. All of the pieces of the v-care uterine manipulator were also removed and that "there was no harm to the patient". Follow-up with risk management at the end-user's facility confirmed that the procedure was otherwise completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or indication that any long term adverse effect has occurred. The patient's weight was unavailable to the risk management contact.; however, this is recorded as 0.00 pounds for the software would continue forward without a value in that section.

Manufacturer narrative:
The "used/damaged" vcare uterine manipulator from the surgery on (B)(6) 2014 was discarded by the risk manager at the end-user facility approximately three (3) weeks after the surgery. Follow-up information received from the risk manager, which indicated that (B)(6) filed a medwatch report with medsun and relies on medsun to contact the manufacturer. She was not aware that the notification to the manufacturer would take as long as it did and thus the damaged device was discarded prior to conmed's awareness of the event. Without the actual device, an evaluation could not be performed and/or determine the root cause of the alleged component separation, and as such the alleged incident therefore could not be verified. This device was manufactured (B)(6) 2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing 624 units, there were no other similar complaints received. A 2-year review of product history for this device family showed a total of 34 similar reports of vcare component separation inside the patient. During this same 2-year time frame, over (B)(6) units were sold worldwide, making the occurrence rate for this failure mode 0.008 percent. It should be noted, of the thirty-four (34) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. In this instance, the end user facility medwatch reported that, "the device helps with removing the specimen which was the uterus. When the manipulator had captured the specimen and the physician was pulling it out of the vagina, the device separated and the specimen remained in the patient". Based on this received information, it is believed that the reported incident is user related due to misuse of the device, as removal of the specimen (uterus) is not one of the documented indications for this device. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: - prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. - do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. - visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon; 2. Cervical cup; 3. Vaginal cup, 4. Locking assembly, and 5. Thumbscrew) have all been retrieved from the patient. Device discarded by end-user facility